Manufacturer narrative:
Physio-control evaluated the device and was unable to verify the reported issue. Proper device operation was observed through functional and performance testing and the device was returned to the customer for use. The cause of the reported issue could not be determined.

Event description:
The customer reported that their device lost power on its own. There was a report of patient use associated, but no additional information on the patient was reported. There was no report of any adverse outcome of the patient during this event.

Manufacturer narrative:
The customer has provided additional information on the patient and the event. The patient was a (B)(6) male and had collapsed from cardiac arrest and was down for approximately 5 minutes prior to ems arriving on scene. The patient did not survive the event but the customer (health care professional) does not believe that the reported device issue contributed to the death of the patient.